Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced loss of consciousness. The patient stated that before he passed out, they didn't experience any symptoms and that the cgm reading was 47 mg/dl. No fingerstick was taken at that time. The patient´s neighbor called their daughter who called the emergencies. When the paramedics arrived a fingerstick was taken but no specific reading was remembered. The patient regained consciousness at home and after that they were given food. The patient could not remember the medication given to him, and for how long he was unconscious, but recovered at home, and did not need to be taken to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.